Manufacturer narrative:
(B)(4).

Event description:
It was reported that, following a fall in which the neurostimulator was hit "pretty hard," the patient experienced a loss of therapeutic effect. The patient had to use the restroom every ten to fifteen minutes. The device was sticking out more than normal. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up will be sent if additional information becomes available.